Event description:
Event description guidant received information that both of this patient's leads had sustained fractures due to subclavian crush. The leads were removed from service and surgically abandoned. Additional leads were successfully implanted. No other adverse events have been reported.